Event description:
It was reported to boston scientific corporation that an occlusion balloon catheter was used during a percutaneous nephrolithotomy procedure on the pt's upper ureter. According to the complainant, during the procedure, the physician inflated the balloon with methyl blue and the balloon burst. The physician completed the procedure with another occlusion balloon catheter. The condition of the pt following the event was reported as "stable".

Manufacturer narrative:
(B)(4).